Event description:
During baxter's functionality testing it was found that a spectrum pum pexperienced a system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of system error 105 through the observation of the alarm at device power up, but could not reproduce it during eval. Eval determined the cause to be a failed motor flex. The failed motor assembly was replaced.